Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. The investigation into the event concludes that there was no device malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of four shocks. The patient was in a hospital room at the time of the event. The rhythm at the time of the four treatments was ventricular tachycardia (vt). The first three shocks were successfully converted to a sinus tachycardia. The post-shock rhythm of the fourth shock was vt, the final treatment did not convert the arrhythmia. There is no sustained serious injury associated with the treatment event. The patient remained hospitalized and continued to wear the lifevest.